Event description:
It was reported that the wake button became detached from the pump. There was no information available regarding any adverse impact on the customer's blood glucose level. A replacement pump with a different serial number was provided.